Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 450cc mentor memorygel breast implant and experienced capsular contracture; baker grade iii on her left side postoperatively. The issue was diagnosed after physical. As a result, the patient has surgery scheduled for (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade iii. (B)(4).

Manufacturer narrative:
On march 23, 2022, mentor became aware that left device was removed for capsulectomy and reinserted. Hence, date of explant is removed and codes have been added and updated on this form accordingly. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).